Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was getting hot. The device was not being used during surgery. No injuries were reported but it is unknown if medical intervention was necessary. There was no additional information provided.